Event description:
A pt underwent an uneventful laminotomy to remove a large herniated disc. Adcon was applied intraoperatively. Seven or eight days later, pt returned with cerebro-spinal fluid leak symptoms. The pt was treated conservatively with strict bedrest. The event spontaneously resolved and the pt is doing well.